Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that ever since the patient had an MRI, the stimulator has not worked right. The patient initially could feel the stimulation. During the report. The patient could feel the stimulation but not in the area she was supposed to feel the stimulation. The patient could feel the stimulation in her legs or not at all. According to the patient, when the stimulator was working, she would feel the stimulation in her legs in addition to the area further up on the spine. Also, the patient recently had back surgery. During the report, it was indicated that the stimulation was on and the patient reported the following about her groups/programming: group a - the patient felt no stimulation at any point despite increasing to 10.50; group b - set to 4.90, the patient felt no stimulation then increased the stimulation but only felt it in her legs; group c - the patient felt the stimulation in her legs at 6.00 but would be uncomfortable to increase further; group d - the patient felt no stimulation at first, increased and felt the stimulation in her legs at 4.90. The patient decided to turn off the stimulation until she could speak with her healthcare professional (hcp). There were no further complications or anticipations reported with this event.